Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was non-responsive at start up and for several minutes thereafter. The device use at the time of the reported event was unknown, however, there was no reported patient involvement, therefore no health consequences or impact.